Manufacturer narrative:
The customer's report was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The digital board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.